Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Additional patient events occurring during this procedure related to the orbital atherectomy device were reported via 3004742232-2021-00291-001. Csi ID: (B)(4).

Event description:
During a pci procedure in the circumflex, the lesion was crossed with a workhorse wire but could not be crossed with a microcatheter for a wire exchange. A non-csi atherectomy wire was also unsuccessful in crossing the lesion. The lesion was crossed with a viperwire flex tip guide wire and ten low speed treatment passes with a diamondback coronary orbital atherectomy device (oad) were performed. The lesion stenosis was unable to be crossed with the crown, and a second oad was used to perform additional low speed treatments. During the last treatment pass, the tip of the viperwire fractured.